Manufacturer narrative:
Age at time of event: 18 years or older (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that stent dislodgment occurred. The long target lesion was located in the moderately calcified proximal to mid left circumflex (lcx) artery. Following the advancement of a non-bsc guide catheter, rotablation and pre-dilatation of the lesion with a 2.5 x 10 non-bsc balloon catheter was performed. Subsequently, a 24 x 3.50 promus premier drug-eluting stent was advanced to treat the lesion. However, during advancement, the stent dislodged inside the non-bsc guide catheter. The non-bsc guide catheter was then removed with the dislodged stent inside of it. The procedure was then completed with another of the same non-bsc guide catheter, followed by the implantation of a 3.5 x 32 promus premier stent and post-dilatation with a 3.5 x 10 non-bsc balloon catheter. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis with a 5fr terumo heartrail guide catheter. A visual and microscopic examination found that the stent had detached from the device and was not returned. The bumper tip of the device showed no signs of damage. The balloon cone profiles and balloon main body were reviewed and analysis suggests that the balloon was subjected to slight positive pressure. The balloon wings were opened out from their folded positions. The stent was found to have detached; however, crimp markings were evident on the balloon wall indicating overall crimp contact between the coated stent and balloon. A visual and tactile examination found a hypotube kink 22mm distal to the strain relief. A visual and tactile examination found no issues with the profile of the shaft. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent dislodgment occurred. The long target lesion was located in the moderately calcified proximal to mid left circumflex (lcx) artery. Following the advancement of a non-bsc guide catheter, rotablation and pre-dilatation of the lesion with a 2.5 x 10 non-bsc balloon catheter was performed. Subsequently, a 24 x 3.50 promus premier drug-eluting stent was advanced to treat the lesion. However, during advancement, the stent dislodged inside the non-bsc guide catheter. The non-bsc guide catheter was then removed with the dislodged stent inside of it. The procedure was then completed with another of the same non-bsc guide catheter, followed by the implantation of a 3.5 x 32 promus premier stent and post-dilatation with a 3.5 x 10 non-bsc balloon catheter. No patient complications were reported and the patient's status was stable.